Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: a visual analysis of the returned device revealed blood and contrast visible throughout the distal lumen. Microscopic examination of the distal end of the catheter revealed a 6mm longitudinal tear in the balloon wall located proximal to the distal balloon cone transition. A kink was noted on the inner shaft inside the balloon. Magnified inspection of the balloon material at the edges of the tears presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous second diagonal. The physician advanced the 8mm x 2.00mm quantum maverick balloon catheter to pre-dilate the lesion, inflated the balloon three times to 9 atms and the quantum maverick ruptured during the third inflation at 9 atms. The physician completed the procedure with this device. No patient complications were reported and the patient's status is good.